Manufacturer narrative:
(B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Infection is a potential event that may be associated with use of the product. The IFU provides guidelines to reduce the occurrence and severity of infection. Those with compromised immune systems and/or treated with multiple antibiotics are more susceptible to these types of infections which may be transmitted via direct and/or indirect contact with contaminated surfaces. A review of the available information does not indicate any device malfunctions or performance issues that would impact the reported event. The root cause of the reported event cannot be conclusively determined however, patient and procedural, and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by a clinical engineer that the patient was admitted from clinic on (B)(6) 2016 for worsening infection along his previously debrided driveline tract. Culture of drainage positive for staphylococcus and pseudomonas. Blood cultures positive for pseudomonas. Per infectious disease (ID) team, the patient started on IV vancomycin then switched to IV cefepime 2g bid due to sensitivity results. The patient was discharged with a plan to continue IV antibiotics x 3 weeks. Following its completion, ID may consider switching to oral therapy at that time, but they feel like the infection will likely require chronic IV antibiotic suppression, driveline excision and reposition, or pump exchange (which the patient does not want to do). To date, the patient is doing well at home s/p discharge on (B)(6) 2016.